Event description:
I had the essure put in (B)(6) 2013 and about a month later I started have pain in my joints and regular cramping. I thought the cramping was due to the tubes building scar tissue. After a couple months of the joint pain I finally went to the dr's the dr couldn't understand why I was having joint pain all of a sudden after being healthy so at first she thought I had tendinitis but as the pain got worst and traveled from my hands to my legs I went back to the dr's she then did blood work for rheumatoid arthritis and x rays the blood work came back positive but x rays didn't show any sign of arthritis, but to be safe they had me see a rheumatologist now they have put me on 3 different medications and nothing is getting in fact I'm getting worst. So my rheumatologist has suggested to get a nickel allergy test done since all these symptoms started after the essure was put in. I am going in today for the test.